Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
Device was used in a sudden cardiac arrest event where the patient died. The device did not go past the place pads prompt and repeatedly told the user to place pads.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the 8th march 2007. Heartsine technologies ltd evaluated the device and verified the reported issue. The cause was determined to be due to failure of component u23 on the pcb assembly. The failed component is in the patient impedance measuring circuit.